Manufacturer narrative:
Date of event: the event date is approximate for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump. It was reported the patient needed an MRI (magnetic resonance imaging procedure) of their abdomen. It was reported the patient noticed their pain was not being managed and they had pain around the pump site. The patient reported the pump was malfunctioning or not working for about a year and a half.